Event description:
A malfunction was reported by the customer, but no specific error code was initially noted. There was no reported adverse impact to the customer's blood glucose level. Subsequent attempts to reset the pump revealed a persistent malfunction, specifically malfunction 16-0x20e6. Customer reverted to an alternate method of insulin therapy.